Manufacturer narrative:
The event as described is deemed a serious injury. From a preliminary clinical perspective, a casual relationship between the activelife 1 pc drainable pouch w/durahesive (dh) plus and this event is deemed possible because the product used is temporarily associated with the skin where the problem occurred. According to the end-user, they saw a dermatologist the same day the event occurred. The dermatologist cleansed the stoma and residual paste around the stoma with baby wipes, and educated end-user in proper skin care and crusting techniques. In addition, end-user was advised to avoid using wipes and to use water only. End-user has been instructed on skin care and cleansing techniques, and proper use of non-sting wipes and powder. End-user will call if condition does not improve. A non-tape bordered sample was sent in a life embrace case, and message was left on end-user's machine with the instructions to call back with updated medical information. The reported states patient prefers a 1 pc. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End-user, who has used product since (B)(6) 2013, experienced reddened, weepy, and itchy skin under tape border and mass since her surgery. In addition, the skin presents 'weeping' under entire mass and tape border.